Event description:
The customer contact reported the ground prong on the ac power cord plug was bent. The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).